Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device related to an unspecified procedure. Reportedly, the foot of the proglide device stuck in the open position and did not retract when attempted to be closed after deployment. Cut down surgery was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3- estimated date. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy/plague or the suture which likely resulted in the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1, 3: initial reporter details corrected.